Manufacturer narrative:
H10: manufacturing review: the device history records were reviewed and this lot met all release criteria. There was nothing found to indicate a manufacturing related issue for this event. Investigation summary: no sample was returned for evaluation. Therefore, the investigation is inconclusive for the alleged difficult to remove, failure to obtain samples and unstable issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during and ultrasound-guided kidney biopsy the device allegedly failed to obtain tissue samples and was allegedly difficult to remove. It was further reported that the patient's kidney began bleeding necessitating additional treatment to stop the bleeding and the procedure was completed with another device. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2021).

Event description:
It was reported that during and ultrasound-guided kidney biopsy the device allegedly failed to obtain tissue samples and was allegedly difficult to remove. It was further reported that the patient's kidney began bleeding necessitating additional treatment to stop the bleeding and the procedure was completed with another device. The current patient status is unknown.